Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be peeling on the left side with worn symbols and chipped paint. Evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of keypad adhesive/contamination found under the ok, up arrow and down arrow key contacts and adhesive degradation was also found on the keypad rubber. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed a scratched display bezel, a dim discolored display screen and a cracked battery compartment, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and also warns the user that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact there was no adverse event associate with this complaint. The pump was replaced.